Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the atrial lead exhibited loss of capture. Pericardial effusion was further confirmed by echocardiogram. It was suspected that the atrial lead had caused a cardiac perforation. Epicardial puncture was performed. The patient was recovering.